Event description:
It was reported to philips that the system would not do fluoro. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the image processing pc (ippc) and hard disk drive. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the system will not x-raying. Review of log files showed ippc related issues. Upon troubleshooting, fse identified that the system would not do fluoro. Actual cause was found to be issue with defective frontal ippc. The defective parts were returned for analysis, no failures were observed for ippc and hdd. However, the replacement of the frontal ippc and hard disk spare parts by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.